Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 10dec2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely calcified right coronary artery. Following pre-dilatation with a 2.5x12mm non-bsc balloon catheter, a 2.50x24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged. Synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage; damage was noted to the mid-section of the stent with stent struts lifted and pulled distally. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.